Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a postoperative complication involving urine leakage into the thoracic region, which required a surgical intervention. The patients relative also raised concerns regarding pump operation, questioning whether the pump should become rigid when activated and if there are options to adjust urine output. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a postoperative complication involving urine leakage into the thoracic region, which required a surgical intervention. The patients relative also raised concerns regarding pump operation, questioning whether the pump should become rigid when activated and if there are options to adjust urine output. There were no further patient complications reported.